Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was unknown when the pain associated with pump location started but it seemed like it had been a couple of years. The replacement triggered the opportunity to move the pump to make patient more comfortable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 20mg/ml at 6mg/day and dilaudid 30mg/ml at 9mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. On (B)(6) 2019 it was reported the patient had complaint of discomfort to the pump pocket and the patient was due for a pump replacement due to normal eri (elective replacement indicator) longevity. The managing physician decided to move the pump to a new pocket and revise the catheter to fit to the new pocket and pump. The old pump was near the beltline. No further complications were reported or anticipated.